Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was observed that the foot control device was leaking oil from the bottom. There were no delays to the planned surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the glass was missing from the gauge, preventing the pretest from being completed. It was also noted that the oil in the device was contaminated, the base plate was bent and the knob on the muffler broken. The root cause for the failures of missing glass, bent plate and broken knob are consistent with mishandling by dropping or hitting the device against something which is also classified as misuse, abuse and / or use error. The oil contamination root cause is normal wear over from use and servicing over time.